Event description:
It was reported that the patient presented in clinic for a scheduled cardioversion. Upon interrogation, the pulse generator exhibited backup operation. The device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).